Event description:
A medwatch was received. A consumer reported blurry vision (left greater than right) following bilateral intraocular lens (iol) implant surgery. The consumer was referred to a retinal specialist who stated the problem was refractory, but eyeglasses did not help. The original implanting surgeon could no longer be reached. The surgeon who has assumed care of the consumer reports that, in his opinion, the issue is not related to the iol. He feels that due to the consumer's medical history, she was not a good candidate for this lens. The consumer does have a slight refractive error, but corrects to 20/20 od and 20/25 os. Additional info has been requested. There are two medical reports associated with this event - this report is for the fellow eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 6/25/08, 6/26/08, 7/1/08 and 7/8/08 by phone, mail and fax. Additional info was received 6/26/08 by phone. A completed questionnaire has not been received.